Manufacturer narrative:
(B)(4). Type ii endoleaks are defined as retrograde flow through patent collateral vessels into the perigraft spaces (i.e., aneurysmal sac), which have been excluded by thoracic or abdominal endograft placement. A type ii endoleak can originate from any of the aortic branch vessels, including but not limited to; intercostal, left subclavian, pharyngeal, lumbar, inferior mesenteric, hypogastric, sacral, gonadal, or accessory renal arteries.

Event description:
On (B)(6) 2017, this patient was treated emergently for a ruptured aortic aneurysm and was implanted with eight gore excluder aaa endoprosthesis (plc161200/15205199, pxc141200/15279031, plc161400/14776064, pxc141400/15248384, plc201000/14771505, rlt311413/14141981, plc231000/14194519, plc181000/14718681. The patient was reported to have coded a couple times during the procedure but was able to be stabilized. Both the patient's common iliac arteries were also reported to be aneurysmal in nature and coverage extended distally down to the hypogastric arteries and included intentional coverage of both the left and right hypogastric arteries. No embolization or ligation of the hypogastric arteries was performed. On (B)(6) 2017, computed tomography (CT) imaging determined endoleak which was thought to be a possible retrograde type ii endoleak. On (B)(6) 2017, CT imaging confirmed a type ii endoleak appearing to originate from the hypogastric arteries and good seal of all the grafts. The physician chose to explant all grafts, wherefore all grafts were explanted. During the procedure a fogarty balloon was reported to have been overinflated and ruptured within the suprarenal aorta. Another fogarty balloon was advanced in an attempt to stop the bleeding, however the patient expired on the table due to blood loss. The physician reported no deficiencies associated with the function or performance of the gore devices. All explanted devices were discarded at the site.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Manufacturer narrative:
Additional devices associated/explanted include: plc181000/(B)(4), plc231000/(B)(4), plc201000/(B)(4), pxc141400/(B)(4), plc161400/(B)(4), pxc141200/(B)(4), plc161200/(B)(4). (B)(4). Patient medications include but are not limited to: albuterol/atrovent nebulizer, lovenox, dilaudid, plavix